Event description:
It was reported that the patient underwent a posterior thoracolumbar fusion at t3-iliac. Sometime post op, the patient returned reporting back pain. Patient reported that there was a pop in their back and grinding. The patient underwent revision surgery to have the rods removed and new rods implanted. No other patient complications were reported.

Manufacturer narrative:
(B)(4) (pseudoarthrosis): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.